Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the system became unplugged from the wall and then went to no video detected. Technical services (ts) recommended the system be hard shutdown and then disconnected from the wall. After a few minutes, the system was plugged back into a good outlet and the system powered back on. It was possible to log back into the software to continue. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported delay due to this issue.